Event description:
A report was received that the patient was experiencing sharp pain under rib cage. The patient was reprogrammed without any success. X-ray taken showed nothing unusual. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing sharp pain under rib cage. The patient was reprogrammed without any success. X-ray taken showed nothing unusual. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing sharp pain under rib cage. The patient was reprogrammed without any success. X-ray taken showed nothing unusual. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient's rib pain was simply unwanted stimulation in the rib area and was not actually pain. The physician recommended that the patient get a second paddle lead implanted.

Event description:
A report was received that the patient was experiencing sharp pain under rib cage. The patient was reprogrammed without any success. X-ray taken showed nothing unusual. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information indicates that the patient is not scheduled for a revision and no further action will be taken at this time by the physician.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time.